Event description:
The customer stated that she tested her blood glucose and received a reading around 500 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The meter was replaced at the customer's insistence. Replacement products were sent to the customer.